Manufacturer narrative:
Evaluation summary: two devices were returned for analysis. Device a was rec'd with the jaw broken at the bifurcation and empty; it is designed to lockout when all the clips have been fired. Due to the condition of the instrument returned, the reported event could not be confirmed. As per engineering study, the most likely failure mode for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The failure is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The failure is not occurring as a result of the product complaint decontamination process. Device b confirmed that the instrument was returned non-functional. It was cycled and the jaws jammed; the trigger had to be manually assisted to re-open the jaws. The trigger was cycled one more time and the instrument locked out, as intended but the orange indicator did not show up. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional info on device b: results: sticking jaw/cam.

Event description:
It was reported that during a lap cholecystectomy procedure, the instrument did not automatically open after it was fired. It locked on an artery. It was manipulated off the tissue. In the process, the artery was nicked. The surgeon then converted the procedure to open to complete the case.